Event description:
After surgery of t2 ph, one of the proximal locking screw backed out. This was confirmed. On (B)(6) 2014 the screw was extracted.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.